Manufacturer narrative:
The technician found that the scale is not displaying and the bed exit function was not able to be set. Repairs have not been completed.

Event description:
The accounts stated the pt positioning monitor (ppm) is not working properly, the alarm was not engaging. A pt fell from getting out of bed but was not injured.